Event description:
Affiliate reported that the reservoir tore eight days after being placed in service. Use of the product was discontinued at that time. No adverse patient consequences were reported.